Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid videoscope had no image. There were no reports of patient harm. -------------------------------------------------------- -dents on distal edge. -dented outer tube. -loose handle. -loose adapter. -cracked on side. -confirmed ur of no image 21/19. This new information was taken from a quality inspection report (qir) in the action ac-026637. Jr/496046/19-jul-2024. ------------------------------------------------------- the customer first and last name field was updated according to the information received from the customer's automatic response. Jr/ 496046/ 23-jul-2024.

Event description:
It was reported that the rigid videoscope had no image. There were no reports of patient harm. -dents on distal edge. -dented outer tube. -loose handle. -loose adapter. -cracked on side. -confirmed ur of no image (B)(6). This new information was taken from a quality inspection report (qir) in the action (B)(4). Jr/496046/(B)(6)2024. The customer first and last name field was updated according to the information received from the customer's automatic response. Jr/ 496046/ (B)(6)2024.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on distal edge and cracks on the side of the video connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of no image: cause traced to component failure, due to degradation. A definitive root cause could not be identified for the dents on distal edge and cracks on the side of the video connector. Olympus will continue to monitor the performance of this device.